Manufacturer narrative:
(Astigmatism). Device has not been evaluated by the company. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. For any pertinent field that has been left blank, it is blank because it either does not apply and/or the reporter has not provided the information to amo.

Manufacturer narrative:
Added date of birth and age, added sex, corrected outcomes attributed to adverse event , corrected date of event, corrected brand name and common device name, corrected method and result codes, corrected device manufacture date. The arcuate incisions were performed on (B)(6) 2011 od (right eye) and (B)(6) 2011 (left eye). Pre arcuate incision best corrected visual acuity (bcva) 20/20 od 20/25 os. Post arcuate incision bcva 20/20 od 20/15 os. Date of lasik procedure was (B)(6) 2011. Pre lasik bcva 20/20 od, 20/15 os. Post lasik bcva 20/20 od, 20/20 (slow) os recorded on (B)(6) 2012. In conclusions there was not a loss of two or more lines of (bcva). On (B)(6) 2012, the complaint folder was reviewed and a final report will be submitted as a correction / additional information. The additional information being provided does not change the conclusions of what was originally reported on (B)(6) 2011.

Event description:
Customer reported that he had a patient that previously he had performed femtosecond intra-stromal arcuate incisions at the time of cataract surgery with no issues. As part of follow up a few months later (timeline unknown) he decided to perform a lasik procedure to address residual refractive error. When the physician lifted the flap, he saw that the arcuate incisions had been intersected by the flap and had opened. This resulted in induction of astigmatism. It is unknown if the excimer part of the lasik procedure was completed.